Event description:
As reported by the user facility: anesthetist has been having an ongoing issue with backflow of blood in the bung. The specific issue being described is that the blue bung, when the cap is removed, is allowing fluid to flow out of it freely when it should not. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The a total of four (4) samples with packaging were provided for evaluation. The samples were subjected to a visual examination, additionally the samples were tested for leakage in connection with a intrafix safeset and 500 ml 0.9% ecoflac nacl, and no leakage or drip was observed. Based on the investigation findings, the samples were within internal specification. The reported defect could not be confirmed or replicated; therefore, the defect of leakage/backflow was not confirmed. The exact root cause of the defect reported could not be determined. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, the five (5) retain samples were visually and physically tested, and were found acceptable with passing results. Therefore, the defect of leakage/backflow reported could not be confirmed or replicated in the retain samples. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.